Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience. The device instructions for use, instructs 'under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis' prior to drawing the delivery catheter system (dcs) tip through the valve. Per the physician, there were multiple factors that contributed to the dislodgment such as anatomical factors, the previously implanted non-medtronic valve in the mitral position interfering with the left ventricular outflow tract (lvot), and a cerebral/peripheral embolic protection device positioned in the ascending aorta. These factors led to unforeseen tension and instability for final valve deployment and dcs retrieval. There is no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - event description h6 - patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received two days prior to the valve implant, the patient's mechanical surgical aortic valve function was obstructed due thrombosis or other undefined causes. During the implant of the valve, the right transfemoral artery was used for access. A pre-implant balloon aortic valvuloplasty (bav) was used to fracture the previously implanted 19 mm mechanical valve (unknown manufacturer) leaflets. A medtronic guidewire (confida) was used. Cuspal overlap technique was not used during the procedure. Per the physician, there were multiple factors that contributed to the dislodgment such as anatomical factors, the previously implanted 29 mm non-medtronic valve (sapien) in the mitral position interfering with the left ventricular outflow tract (lvot), and "ono" basket (cerebral/peripheral embolic protection device) positioned in the ascending aorta. These factors led to unforeseen tension and instability for final valve deployment and delivery catheter system (dcs) retrieval. After serial procedures, before and after the valve deployment, the patient did not recover and expired. Per the physician, the cause of death was due to complications due to pericar dial tamponade. Of note, the patient's apex was punctured with an 8 french (fr) which was closed with an occluder in order to achieve an antegrade crossing of the aortic valve. The physician reported no causal relationship between the valve and death event.

Event description:
Additional information was received which clarified that the 8fr was a 8fr non-medtronic introducer sheath. It was confirmed that the nosecone of the dcs, in combination with the anatomical factors lead to resistance while retrieving the dcs through the evolut valve, where the nosecone interfered with the frame, which dislodged the valve.

Manufacturer narrative:
Updated b5. Updated d10. Section d information references the main component of the system. Other relevant device(s) are: product ID d-evolutfx-2329 serial/lot (B)(6) use by date 2024.12.06 UDI (B)(4). Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 days prior to the implant of this transcatheter bioprosthetic valve, the patient had received a non-medtronic 29 millimeter (mm) transcatheter valve in mitral annular calcification (mac) with laceration of the anterior mitral leaflet to prevent outflow (lampoon). One day later, the patient's mechanical surgical aortic valve function was obstructed due to thrombosis, causing aortic stenosis and insufficiency, a decrease in left ventricular ejection fraction (lvef), extracorporeal membrane oxygenation (ECMO), and cardiogenic shock. 2 days later, the malfunction of the mechanical aortic valve was confirmed invasively. A bailout procedure was performed using the medtronic transcatheter valve. The valve was implanted into the previous surgical, aortic valve. The valve then dislodged into the ascending aorta while retrieving the delivery catheter system (dcs). Consequently, a non-medtronic transcatheter valve was implanted in the aortic valve position and fixated in the inflow of the medtronic valve. After serial procedures, the patient did not recover and expired.